Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Details are listed in the article titled "pacemaker ¿ mediated tachycardia leading to ventricular tachycardia and syncope. Ihj cardiovascular case reports (cvcr), https://doi.org/10.1016/j.ihjccr.2021.12.005. Details such as device information was not provided as this research article was performed retrospectively.

Event description:
It was reported through a research article that the patient presented in clinic with a head injury due to palpitations and syncope events. Upon interrogation, it was found that the pacemaker exhibited pacemaker mediated tachycardia (pmt) which also resulted in a ventricular tachycardia that was terminated by the device spontaneously. Programming changes were made. There were no patient consequences post intervention.